Event description:
Baxter (B)(6) received a report that a 4x4 ml/hr infusor had overinfused during patient use. It was reported that the total fill volume was infused over the course of half the expected duration. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 30 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.90ml/hr, normalized flow rate = 8.10 ml/hr, specification range = 7.20 - 8.80 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of a no-flow/non-delivery was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.